Manufacturer narrative:
Product analysis: ventricular connector was found to be broken and was replaced. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for calibration and subsequently tested out of specification. There was no patient I involvement.